Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set came off right as he is taking off the applicator event on (B)(6) 2026. Patient reported bleeding at the site. The blood glucose level was 336 mg/dl, and patient experienced polyuria. No further information available.